Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late and capsular contracture baker grade unknown" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, capsular contracture baker grade unknown.

Event description:
Patient reported left side "fluid build up pain and swelling", "concerned of the suspicion of bia-alcl", "double capsule", "evidence of rupture on pathology". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "migration" and "capsular contracture baker grade IV".